Event description:
The patient received her scs system on (B)(6) 2009. It was reported that her programmer is functioning as designed; however, she is unable to communicate with her ipg via the charging system. Efforts to resolve this issue with the use of a replacement charging system proved unsuccessful. No further information is available at this time.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.